Event description:
Caller reported that a malfunction occurred with the pump, identified by code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced with one that has updated software. The customer was informed about how to store the malfunctioning pump and was advised to return it using a pre-paid label. The customer decided to use multiple daily injections (mdi) as a backup insulin therapy until the replacement pump arrives.